Manufacturer narrative:
Correction to section e, initial reporter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the burning pain in the bladder, the vibration at ins site and left buttock, the stim type pain at pelvic floor were resolved. The implant is still in use. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The rep was contacted by managing hcp office nurse practitioner that pt had symptoms while undergoing head MRI scan today or yesterday. Ins was in MRI mode and record of MRI center calling in for conditions was noted. Pt initially started feeling vibration at ins site and then later felt stimulation type of pain in the pelvic floor area. The pt reported these symptoms during the scan and the scan was stopped when pt reported pelvic stimulation type of pain. They were doing scan on 3t machine and caller remembers that they wanted to do the scan on a 3t machine but caller unsure why. Tech support (ts) reviewed MRI guidelines and potential for symptoms such as ins site vibration and stimulation type of symptoms. Ts will consult with other resources as pt does want to have a head MRI done. (B)(6) 2021 ts had follow up conversation with MRI tech who conducted scan. Caller said they were using a 1.5t ge machine with receive head coil. During scout scan before MRI scanning began, pt initially mentioned a vibration sensation in their left buttock and then felt a burning pain in the bladder at which point scout scanning was stopped. This all occurred within 10 seconds. Caller wondered if his coaching of patient prior to scanning (to mention any vibration or discomfort) may have led pt to report these symptoms but this was speculation. Reviewed presence of past interstim system. Ts reviewed that if pt did have remaining fragments or pieces from a past lead, that should have been programmed into the patient's system and would affect their ability to be full body eligible. Pt's handset was showing pt to be full body eligible. Ts did clarify with caller that even with pt being full body eligible, there were still specific conditions under which the scan had to be conducted and the caller said they were within those conditions. Ts consulting with other resources about next steps.